Manufacturer narrative:
D4: catalogue #: change from 2c4711k to d2c4711k. D4: lot #: change 22n020 from to 23c017. D4: UDI #: change from (B)(4). H4: the lot was manufactured on march 28, 2023, to march 29, 2023. H10: the device was received for evaluation. A visual inspection with the naked eye was performed which noted a ruptured bladder. The ruptured bladder was examined for signs of abnormality and as a result, there were no signs of abnormality found on the bladder that may have led to the rupture. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor burst. The device was filled with cytostatic fluorouracil. This was discovered during preparation, prior to patient use. There was no patient involvement. No additional information is available.